Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2020-jan-03. It was reported that the surgery had not been scheduled and the issues had not been resolved yet. There were no further complications reported or anticipated. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 14-mar-2016, UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: 04-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was no longer using the therapy as she reported it felt like the leads were being pulled with any neck or torso movement. The patient said when stim was on, she was getting a shocking sensation. The patient stopped using the device shortly after a revision surgery on (B)(6) 2019. The patient reported she felt like the ins was moving and "rattling" in the pocket. There were no known circumstances that led to the issue. The rep was unable to connect to the ins at the visit as the patient has not charged since (B)(6) 2019. The patient had a surgical consult the day of the report with an hcp who intends to perform a lead and pocket revision. Surgery was planned, but it was not yet scheduled. No further complications were reported.